Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use the pump, and will revert to an alternate method of insulin therapy as needed. There was no adverse impact to the customer¿s blood glucose level.